Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's right atrial (ra) lead was found to have dislodged. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
New information received notes that the dislodgement was identified when the patient reported experiencing extra cardiac stimulation. No electrical anomalies were reported due to the lead dislodgement. The lead dislodgement was noted under x-ray imaging.